Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) and the left peripheral vasculature (l-civ, l-eiv, l-cfv, l-fv) using lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, while using the lighting and cat12, the physician noticed that the lightning had become clogged after no thrombus was coming out of the lightning and the device was clicking as if it was in open flow. Therefore, the physician disconnected the lightning and used a 60cc syringe to flush it. Subsequently, the lightning unit indicator light turned red and the lightning started leaking blood from the bottom where it attaches to the canister. Therefore, the lightning was no longer used in the procedure and the cat12 was removed. The procedure was completed using an indigo system catd aspiration catheter (catd). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01492.